Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient presented with pain and underwent a cervical CT which showed anterior displacement of the c1 arch from the odontoid area as well as subluxation of c2 and c3. There was an anterior cervical fusion at c5/6 with what appeared to be fractures though the c5 pedicles. Cervical instability secondary to rheumatoid arthritis with progressive neck pain. On (B)(6) 2007 the patient presented, approx. 1 month post op, with headaches; posterior cervical pain; and left arm pain. The patient reported doing fairly well until they bent over a week and a half prior to pick something up and felt a "pop" in their neck. Since that time the patient had a significant increase in cervical pain along with headaches, upper back and left arm pain. Ap and lateral cervical x-rays revealed good placement of the hardware without compromise. On (B)(6) 2007 the patient presented with posterior pain radiating into the upper back and left arm. On (B)(6) 2007 the patient presented with neck pain. The doctor reviewed films and saw no movement of c2 and c3. The instrumentation appeared to be in good position. On (B)(6) 2007 the patient presented with significant musculoskeletal type pain in neck and shoulders and right hip pain. It was recommended to remove the cervical collar. On (B)(6) 2008 the patient presented with neck and shoulder pain and carotid stenosis (incidental/not relevant). The patent complained that since the surgery they thought their symptoms were worse. The patient remained fairly incapacitated. On (B)(6) 2010 the patient presented with severe muscular type of pain in neck and shoulders. The patient has severe arthritic deformities in hands and multiple joints; restrictive motion of the spine. The doctor reviewed previous x-rays including MRI's and CT's scans which showed significant anterior listhesis of c-2 relative to c-3. There was lucency around multiple screws consistent with loosening and no-fusion. There was a fracture of the left c-2 screw. On (B)(6) 2010 the patient presented with chronic neck pain with kyphotic deformity; bilateral arm pain; and rheumatoid arthritis. Radiographic images suggested she had occipital cervical fusion; spondylolisthesis at c-3; a possible fractured screw at c2 and kyphotic deformity. On 05/10/2012 the patient presented with severe upper neck and suboccipital neck pain. The doctor reviewed the patients CT which showed spondylolisthesis at c2/3; fractured screw at c2; solid fusion from the occiput to c1 but no fusion mass across c2/3. On (B)(6) 2010 the patient presented with neck and arm pain with intermittent numbness in hand; possible fracture of one c2 pedicle s crew; and failed fusion, c2-3. The patient's preoperative diagnosis was c2-3 pseudoarthritis, status post attempted c2-t2 posterior fusion. The patient underwent surgery which consisted of exploration; an occipital to c5 posterior fusion with a small occipital keel plate and vertex lateral mass screw system, morselized bone graft and bmp. On (B)(6) 2010 the patient presented with severe neck pain especially on the right hand side as well as intermittent muscle spasms in her right arm. On (B)(6) 2011 the patient presented with neck pain and underwent a cervical spine MRI which showed findings consistent with rheumatoid arthritis. There was c1-2 instability and subluxation on c2 on c3; pannus formation anterior to the dens of c1; cervical kyphosis; and disc extrusion atc2 and c3. Per on (B)(6) 2013 the patient was admitted in to the hospital presenting fever, shortness of breath, and abdominal, back, chest and generalized pain. The patient was afebrile and hypotensive. The patient had elevated troponin levels. The patient presented with urinary tract infection, anemia, and severe sepsis. On (B)(6) 2013 the patient presented with shortness of breath, nausea and vomiting and underwent an ap abdominal x-ray which showed constipation bowel gas pattern and advanced discogenic degenerative change throughout the lumbar spine with dextroscoliosis. The patient also underwent a chest x-ray which showed trace bipolar pleural effusion. Increased interstitial markings in the left lung base age indeterminate (possible pneumonia). The patient was hospitalized for increasing pulmonary vascular congestion and edema with pleural effusions. On (B)(6) 2013 the patient underwent a thoracentesis. On (B)(6) 2013 the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with neck pain secondary to cervical instability at c2-3; and headaches .the patient's preoperative diagnosis was rheumatoid arthritis and c2-3 instability, the patient underwent surgery that consisted of c2-3, c3-4,c4-5, c5-6, c6-7, c7-t1 arthrodesis with bone morphogenic protein and hydroxyapatite cancellous allograph; and c2,c3,c4,c5,c6,c7,t1 and t2 instrumentation. Per the operative report" ..... This hole was sounded for breaches, tapped and sounded forbreached and followed by placement of 12mm lateral mass screw. This was done bilaterally at c3, c4, c5, and c6. Lateral fluoroscopy was then used to place a pilot hole 3mm and 1-2 mm superior to the c2-3 facet joint. Using fluoroscopy, a hand drill was used to create a pilot hole for the screw. This hole was tapped followed by placement of a 14mm c2 pars screw. This was made somewhat more difficult by her previous occiput c2 fusion which obliterated the normal bony landmark. The left sided transarticular screw was the removed and followed by placement of a 30 mm polyaxial screw through the same hole. Next using fluoroscopy a pilot hole was created over the left pedicle. This hole was deepened with a hand drill through the pedicle into the vertebral body. The hole was then sounded for breaches, tapped, sounded for breeches, followed by placement of a c7 pedicle screw. This was done on the right in a similar fashion as well as bilaterally at t1 and t2. Next the left sided rod was contoured and secured to the screw heads. On the right, the right c7 pedicle screw head was offset and the rod could not fit into it without significant amount of lateral and medial bending. The c7 pedicle screw was then removed and the rods secured to the screw heads. All the screws were tightened to their final tightness and then irrigated copiously. The lamina from c2-t2 was then decorticated with high speed drill. Bone morphogenetic protein sponges were laid down over the decorticated lamina followed by placement of 20cc of mastergraft hydroxyapatite crystals.... " no patient complications were noted. On (B)(6) 2007 the patient was noted to have acute blood loss anemia. Two units of packed red blood cell were transfused. On (B)(6) 2007 the patient was noted as having some respiratory distress which was due to narcotics. The patient was also found to be a bit hypoglycemic. On (B)(6) 2007 the patient was discharged from hospital. On (B)(6) 2010 the patient presented with neck and arm pain with intermittent numbness in hand; possible fracture of one c2 pedicle s crew; and failed fusion, c2-3. The patient's preoperative diagnosis was c2-3 pseudarthritis, status post attempted c2-t2 posterior fusion. The patient underwent surgery which consisted of exploration; an occipital to c5 posterior fusion with a small occipital keel plate and vertex lateral mass screw system, morselized bone graft and bmp. Per the operative report" ... The instrumentation was identified. The lateral mass screws were exposed down to the c5 screws on both sides. Self-retracting retractors were placed. The c1 screw on the right side and the c2 screw on the left side were both loose. The rod was cut and those screws were removed. Then the exposed spine was examined. It was quite loose at the c2-c3 level. This confirmed the preoperative diagnosis of a pseudoarthrosis at that level. There was also evidence of a posterior fusion between c1 and the occiput. The exposed bone surfaces were the decorticated and all the bone dust was collected in a luken trap. This was mixed with mastergraft ceramic bone graft extender to for the morselized bone graft. Next a small occipital keel plate compatible with the vertex system was applied to the occiput. A total of 4 screws were placed. The lowest midline screw was 10mm. The upper midline screw was 8mm. Then 6mm screws were placed and then all connectors were tightened appropriately. On the left side, top-loading offset connectors were placed on the c3-c5 lateral mass screws and the rod was attached to the keel plate. Again all the connectors were appropriately tightened. An attempt was made to place a cross link but this appeared to be too proud and was not used. After all the connectors were tightened, there was now a very solid construct. There was no further movement of at the c2-c3 level. Then strips of infuse bmp bone graft was placed over this. Prior to placement of the infuse bmp and bone graft, the wound was irrigated copiously .... " no patent complications were noted. On (B)(6) 2010 the patient was discharged from hospital.